Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient came to emergency room as this implantable cardioverter defibrillator (ICD) delivered several shock therapies. The rhythm looked like atrial fibrillation with conduction. Boston scientific technical services (ts) suggested changing the stability. Additional information obtained from the field representative indicates that therapy was exhausted. Patient medication rate was then slowed and therapy zone threshold was increased. Stability was left unchanged. There were no adverse patient effects reported. Device still remains in service.